Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that max zero comes off too easily when removing the tubing and or syringe.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz5310 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.